Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, and alarm recurred even after attempts to resume insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump speaker holes as instructed, removed and reconnected current cartridge, then loaded new cartridge and attempted to resume insulin, but altitude alarm persisted; technical support arranged replacement pump.